Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was under sensing on the right atrial (ra) lead on the presenting and recorded electrograms (egm). It was also reported there were low p waves on the ra lead. The lead remains in use. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.